Event description:
An intrigue roth prescription, non-hook, cuspid bracket with the wrong torque (+11 degrees vs. -11 degrees). This effects the following lot numbers: 805-422, 923-606, 805-421, 923-607, 923-608.